Event description:
It was reported that during implant attempt, the lobes were deploying inside the catheter despite the lead being "locked". The doctor feels that the lobe deployment inside the catheter pulled it out of the coronary sinus, causing unsuccessful lead placement. Neither lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies were found with this lead. Evaluation summary: (B) (4) no anomalies were found; however,on visual inspection, the lead was stretched, blood was noted in the lobes and the retention sleeve had a tear at the clip-on site.